Manufacturer narrative:
A ge rep contacted the customer and found the system had locked up with no keyboard or mouse attached. The customer shut the system down via the on-off switch and rebooted system. The system operates as intended.

Event description:
The customer reported, the system locked up and was difficult to shut down. No pt injury was reported.